Manufacturer narrative:
Manufacturer's report date: 07/09/2014. (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports leaking at the connection between the alaris primary tubing and a non-alaris extension set on all units of the hospital. No patient harm or medical intervention occurred. No further patient/event information was reported.